Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012172, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012172 was manufactured according to the work instruction (wi) version 121 in the line 07, on 15/mar/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b05635 was manufactured according to the form (B)(4) version 09 and manufactured in the machine (B)(4), on 13-mar-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5c02151 was manufactured according to the form (B)(4) version 67 and manufactured in the machine sc01, on 11-mar-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in south africa it was reported that the patient faced an infusion set tubing detachment from hub on (B)(6) 2025. The infusion set was in use for 1 day. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6012172, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012172 was manufactured according to the work instruction (wi) version 121 in the line 07, on 15/mar/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5b05635 was manufactured according to the form version 09 and manufactured in the machine itl01, on 13-mar-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 5c02151 was manufactured according to the form version 67 and manufactured in the machine sc01, on 11-mar-2025, with a total of (B)(4) units. Reiew of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.